Event description:
Procedure performed: [ni]. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). We were notified of a complaint from a customer stating defective clamp. Additional information provided on 14feb2025 by (B)(4) (entered by (B)(4)) the clamp slipped off of the aorta 3 times for 2 different surgeons. Do not know if patient injury occurred. Do not know the patient status. Type of intervention: [ni]. Patient status [ni].

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Corrections were performed to section d4.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: [ni] event description: (B)(4). We were notified of a complaint from a customer stating defective clamp. Additional information provided on 14feb2025 the clamp slipped off of the aorta 3 times for 2 different surgeons. Do not know if patient injury occurred. Do not know the patient status. Type of intervention: [ni] patient status [ni].